Event description:
Device malfunction: none. Symptoms/ae: headache and stroke. Time of symptoms/ae: post-procedure in 2007. It was reported post-procedure the pt complained of having a headache. A CT scan was performed and revealed no acute intracranial abnormality; probable lacunar infarct left basal ganglia, minimal ethmid sinusitis. Pt was given 650 mg of tylenol with resolution of headache. The pt was discharged next day. No add'l info available.

Manufacturer narrative:
Capture 2 study event.